Event description:
It was reported that the "laser fiber expired when fiber and card were inserted in to the laser" and that the patient had been sedated prior to this issue. Additional information was not reported. Patient outcome: "no injury" reported.

Event description:
Additional information received: the procedure was completed with a second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage besides crystal deposits; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Fiber card analysis: use date: (B)(6) 2015; 0 joules; use date does not match warranty form information; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.